Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number: rd900agu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that the gas outlet port of an rd900agu neopuff infant resuscitator was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Section g4: PMA/510(k) number: rd900agu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Method: the subject device, rd900agu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in germany where it was inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information and photography provided by the healthcare facility, and our knowledge of the product. Result: upon evaluation of the photography provided and review of service report, it was observed that the gas outlet port of the subject device was broken. The healthcare facility reported that they clean the subject device using bacillol disposable wipes containing more than 20% alcohol. Conclusion: based on the review of service report, photography and our knowledge of the product, the reported event could have resulted from the device being exposed to non-recommended cleaning agents. The neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The user instructions state the following: - "clean the exterior surfaces of the f&p neopuff t-piece resuscitator, using a cloth dampened with neutral detergent or an ammonium quat. Disinfectant with a maximum alcohol content of 20% (such as caviwipes, sani-cloth hbm ascepti wipes ii, spartan's tb-cide quat wipes or vernacare tuffie wipes alcohol free)."

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that the gas outlet port of an rd900agu neopuff infant resuscitator was broken. The healthcare facility also reported that they use bacillol disposable wipes to clean the subject device. There was no reported patient involvement.